Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 5 and then a cartridge alarm 1. A new cartridge was loaded and insulin delivery was resumed. The customer's blood glucose (bg) level was 40 mg/dl and soda was consumed to address the bg level. The customer could not recall the events that led up to the alarms. Although requested, there was no further clarification regarding how the low bg had occurred.